Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported fluctuation in the nitric oxide (no) on inomax ds (B)(4). Investigation results received on (B)(4) 2011. Eval summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported fluctuation in the nitric oxide (no) readings on inomax ds (B)(4). The respiratory therapist stated that the device passed a low calibration but once the device was put on the pt the no readings started fluctuating. The pt was removed from the device. The rt stated there was no harm to pt and no adverse event occurred. The rt did a low calibration, a high calibration and a performance check, however, the no was still reading higher and lower than settings. The device was replaced with another unit delivered later that day. Inomax (B)(4) was removed from service by the customer and returned to the company for investigation.